Event description:
The catheter was twisted up at the pump pocket site. The patient did not have any symptoms. The catheter was revised. The device system was used to deliver morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter.